Event description:
Following a rotoblade procedure to a lesion located in a saphenous vein graft in the pt's anatomy, the target lesion was predilated and a coronary stent with delivery system was advanced to the target lesion site. An attempt to cross the lesion was unsuccessful. In response, the physician retracted the protective sheath in another unsuccessful attempt to cross the target lesion. The sds was subsequently withdrawn from the pt without complication. However, it was reported that the stent appeared to be damaged and bent. In a second attempt to place a stent at the target lesion site, an acs iroman guidewire was introduced and advanced to the target lesion site. The protective resheathed advancement through the lesion site. Subsequently, the physician resheathed the stent and withdrew the sds from the pt's body; however, it was observed that the stent was missing from the sds. The stent could be visualized in the saphenous vein graft under fluoro. In response, the physician elected to retrieve the stent by using two guidewires and twisting them together in an attempt to snare the stent. This attempt was successful, resulting in the severing of the tip of one of the guidewires. To address this matter, an interventional radiologist was brought into the lab to successfully snare and remove the guidewire tip. The stent was also successfully retrieved from the saphenous vein graft; however, it was lost down the aorta. Another MFR's device was utilized to successfully place a stent at the target lesion site. There were no pt complications reported relative to this event.